Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported that during the anterior colporrhaphy procedure using a capio slim device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the thread disintegrated, causing the dart to detach inside the patient. The physician then elected to switch to another suture to complete the procedure; however, during unpacking and handling the suture with a mosquito clamp, the needle separated from the suture, and the suture repeatedly fragmented into small pieces upon contact. Three additional devices were attempted to be used; however, the same behavior was noted on all devices. The procedure was completed using another of the same device. The patient was hospitalized overnight for observation and was subsequently discharged in stable condition. No patient complications were reported.

Event description:
It was reported that during the anterior colporrhaphy procedure using a capio slim device, after loading the dart into the carrier, the suture was pulled back and tensioned along the capio handle. After the device was fully deployed, the thread disintegrated, causing the dart to detach inside the patient. The physician then elected to switch to another suture to complete the procedure; however, during unpacking and handling the suture with a mosquito clamp, the needle separated from the suture, and the suture repeatedly fragmented into small pieces upon contact. The patient was hospitalized overnight for observation and was subsequently discharged in stable condition. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not have any visual damage/defect. During functional inspection, the carrier was able to move in and out; after deploying the carrier, the cage was able to catch the suture. A risk review was completed and confirmed that the event of "dart detachment of device or device component" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reported allegations of the dart detaching could not be confirmed through product analysis. A conclusion code of device problem excluded was assigned to this investigation since the investigation findings clearly confirm that there was no problem with the device. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of dart detachment.